Event description:
Patient reported the infusion device alarmed an e8 (power interrupt) while attempting to program a bolus. Patient was unable to confirm the alarm. No further information is available. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.